Manufacturer narrative:
A customer reported that an epiq cvx ultrasound system shut down during an open heart procedure. It is unknown how many system restarts were performed or how long the system shut down for. No patient or user was harmed. The following updates were made to the epiq cvx ultrasound system which resolved the shut down issue: upgraded software to version 9.0.3. The hard drive was 74% full so a portion of data was deleted to make more space.

Event description:
A customer reported that an epiq cvx ultrasound system shut down during an open heart procedure. It is unknown how many system restarts were performed or how long the system shut down for. No patient or user was harmed.